Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl reconstruction on (B)(6) 2020 the surgeon was inserting the screw into the femoral tunnel and about 5 mm of the screw broke off. The rest remained in the patient. Additional information obtained 8/5/2020: a standard guidepin with 8 mm off set guide, 2 pin passer and reamer were used to prep the bone for insertion. Fast thread tap was used on femoral socket. Patient bone quality was reported to be average. Approximately 15 mm of the screw was left in the femoral socket. Reporter states surgeon felt that fixation was adequate. The portion of the screw that was removed from the patient was discarded.